Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. According to the information provided, and since the device has not been returned for analysis, it has been concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s normal physiologic response to the implantation of a foreign object. As stated in the instructions for use, capsular contracture is a known complication associated with these devices. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient who underwent a primary breast augmentation with a 375cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant (right) experienced postoperative bilateral grade iii capsular contracture. The diagnosis was confirmed by a surgeon. As a result, the patient has undergone two revision procedures; the first revision was performed on (B)(6) 2017 due to the right side sitting higher than the left side, and the second revision was performed on (B)(6) 2017 to fix loose breast tissue, which was reported to be sliding off of the breast tissue. The original implants were not replaced and were reimplanted after both revisions. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.